Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a device changeout procedure during which rv loss of capture (loc) was observed. It was thought that the device was put into cautery mode and it was possible that the lead might not have been completely inserted at the time of loc. It was noted that this was resolved when the physician connected the new device with rv lead. The rv lead remains in service. No adverse patient effects were reported.